Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient received an electrical shock from sparking that was observed from frayed/exposed wires on the power extension cable. There were no adverse consequences to the patient. The patient electronics device is being replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained.

Event description:
It was reported that the patient received an electrical shock from sparking that was observed from frayed/exposed wires on the power cord. There were no adverse consequences to the patient. The patient electronics device is being replaced.